Manufacturer narrative:
The insulin pump was received with cracked display window, cracked battery tube threads and broken reservoir tube lip. It passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got damaged after he dropped it against the floor. The customer stated that the reservoir tube lip broke and the o-ring was sticking out of the reservoir compartment. Blood glucose level was 245 mg/dl. He mentioned that he had high readings for the past two days, the nurse changed some things on the insulin pump and he had treated. The device was returned for analysis.